Manufacturer narrative:
Pump was received without a battery installed. Installed and removed a test battery several times prior to testing. Battery installed and could be removed properly. Pump was received with blank display due to corrosion inside of the battery tube. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify critical pump error (open book image) alarm due to blank display. The electronic assembly was inspected and no obvious heat damage or burned components noted. Pump was received with scratched case, case cracked behind the pump near the battery compartment, cracked battery tube threads, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that they experienced critical pump error. The customer's blood glucose value was 96 mg/dl. The customer stated that the batteries were loose inside the pump. The customer mentioned that the pump was exposed to extreme temperature at some point. The product was returned for analysis.